Manufacturer narrative:
The review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use, type iii endoleaks are a known risk factor for endovascular treatment of abdominal aortic aneurysms. Please note additional device implanted; (B)(4).

Event description:
On (B)(6) 2005 the pt was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. At that time, the aneurysm diameter measured 5 cm. On (B)(6) 2010 computed tomography showed a type ii endoleak and an aneurysm measurement of 6.2 cm. Per gore imaging services, contrast is visible lumbar arteries at the level of the implanted device as well as the ima. Contrast within lumbar arteries appears to communicate with what appears to be contrast pooling within the proximal portion of the aneurismal sac. Although, the presence of contrast outside implanted devices cannot be confirmed without non-contrast series. Maximum aneurismal diameters 54.3mm x 63.7mm . On (B)(6) 2010, the pt underwent an intervention where a coil embolization was performed for the type ii at the lumbars. The pt tolerated the procedure.